Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9234180, medical device expiration date: 2024-07-31, device manufacture date: (B)(6) 2019. Medical device lot #: 9234179, medical device expiration date: 2024-07-31, device manufacture date: (B)(6) 2019. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked through the bd precisionglide¿ needle during use. Lots 9234180, 9234179, and an unspecified lot were reportedly involved in this event with one occurrence each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported being unable to draw insulin into the syringe from the vial and other times the insulin once drawn in would leak out through the needle without extra pressure on the plunger. For both issue customer was always able to resolve by changing just the needle."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9234180. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident cannot be identified. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles.

Event description:
It was reported that insulin leaked through the bd precisionglide¿ needle during use. Lots 9234180, 9234179, and an unspecified lot were reportedly involved in this event with one occurrence each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported being unable to draw insulin into the syringe from the vial and other times the insulin once drawn in would leak out through the needle without extra pressure on the plunger. For both issue customer was always able to resolve by changing just the needle.".